Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02938. It was reported the patient underwent surgical intervention on (B)(6) 2020 for an ipg pocket revision (reference reg report: 3006705815-2020-02713). During the procedure, the physician discovered that both leads migrated out of place. As a result, the existing leads were repositioned to address the issue. Effective therapy was established post-operatively.